Event description:
It was reported that: left sided PICC line insertion commenced in theatre 5. Left PICC line insertion complicated by sheath dislodging requiring left brachial vein cut down and retrieval of PICC sheath. Straightforward access of vein and subsequent access with sheath. PICC fed uneventfully. Upon attempted removal of sheath, sheath failed and did not split into 2, instead the handles on each side came away completely from the sheath. Sheath remained internal, unable to be accessed externally. Tourniquet applied further up arm. Vascular surgeon input sought. Accepted patient care for return to theatre. Called by anaesthetic team for assistance with sheath of PICC line broken off and left deep to PICC line puncture site. Decision between clinicians involved that most appropriate course to remove PICC from this site (now with a wound, likely increased risk of infection, thrombosis, poor wound healing) and reinsert at another site. Patient awake and alert and openly communicated with throughout. All questions answered and patient understanding of equipment malfunction. Vascular surgeons able to retrieve sheath via cut down (all performed under local anaesthesia). Patient review: left hand full rom, some tingling in 4th and 5th finger. Likely to improve with time. The patient's current condition was reported as "in a satisfactory condition at home".

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the actual device is not available for return; however, the customer provided two photos for analysis. The complaint of peel-away sheath tabs broke off in use was able to be confirmed by the photo; however, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant finding was identified. A non-conformance was initiated for eb-01041-002/lot# 34c21a0207 to address the issue of a defective peel-away sheath. Despite this, it has been confirmed that the failure mode addressed by this non-conformance is different than the damage observed on the sheath from the customer photos. Therefore, it has been determined that this finding is not relevant to the failure mode observed in the customer photos. The IFU provided with the kit informs the user, "withdraw peel-away sheath over catheter until sheath hub and connected portion of sheath is free from venipuncture site. Grasp tabs of peel-away sheath and pull away from the catheter, while withdrawing from vessel until sheath splits down its entire length". The IFU also states, "avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis". The report of separated sheath tabs was confirmed through analysis of the customer supplied photos. However, a full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: left sided PICC line insertion commenced in theatre 5. Left PICC line insertion complicated by sheath dislodging requiring left brachial vein cut down and retrieval of PICC sheath. Straightforward access of vein and subsequent access with sheath. PICC fed uneventfully. Upon attempted removal of sheath, sheath failed and did not split into 2, instead the handles on each side came away completely from the sheath. Sheath remained internal, unable to be accessed externally. Tourniquet applied further up arm. Vascular surgeon input sought. Accepted patient care for return to theatre. Called by anaesthetic team for assistance with sheath of PICC line broken off and left deep to PICC line puncture site. Decision between clinicians involved that most appropriate course to remove PICC from this site (now with a wound, likely increased risk of infection, thrombosis, poor wound healing) and reinsert at another site. Patient awake and alert and openly communicated with throughout. All questions answered and patient understanding of equipment malfunction. Vascular surgeons able to retrieve sheath via cut down (all performed under local anaesthesia). Patient review: left hand full rom, some tingling in 4th and 5th finger. Likely to improve with time. The patient's current condition was reported as "in a satisfactory condition at home".